Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported that resistance was met during attempted delivery of an impella 5.5 pump. It was noted that existing stenosis of the innominate and axillary artery made advancing the pump difficult during implant. The device subsequently kinked during manipulation and was no longer usable. The pump was removed and another impella 5.5 pump was utilized for implant. There was no patient harm.

Manufacturer narrative:
The investigation into the delivery issues- use has been completed. The device was not returned for benchtop evaluation and investigation. Per the clinical information provided, the root cause of the delivery issue was most likely patient condition related as the patient had stenosis.